Event description:
It was reported that during an implant attempt, after repositioning the lead, it was not possible to "unscrew the bolt further". The device was not implanted. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead visual inspection: it was noted that the distal conductor was distorted and fractured, the helix/lobe was distorted/bent.